Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "operator error". The device history record review could not be performed without a lot number. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that every once in while customer got intermittent catheter that was bent and caused them to bleed. They did not seek medical attention just caused pain and bleeding while using it. They would like to go back to the old one the magic 3 go but they did not have a material number for the old one. Per follow up via phone on 21dec2023, it was reported that the customers spoke with their physician and was given the okay to continue use of catheters. They used all of the catheters in the last batch, so no lot number or sample was available.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "operator error". The DHR review could not be performed without a lot number. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that every once in while customer got intermittent catheter that was bent and caused them to bleed. They did not seek medical attention just caused pain and bleeding while using it. They would like to go back to the old one the magic 3 go but they did not have a material number for the old one.